Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transcarotid tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was resistance when advancing the 23 commander delivery system (ds) and s3ur valve through the 14fr esheath+. With additional force, the s3ur valve exited the esheath+, proper valve alignment was completed and the valve was successfully deployed with nominal volume. Post-dilation was performed with an additional 2cc due to paravalvular leak. It was noted that the perceived root cause of the resistance was the position/articulation of the esheath+ and distal portion of the ds during valve alignment. Upon removal of the esheath+, separate from the ds, its distal tip was noted to be missing. The esheath+ was flushed and the 14 fr dilator inserted in an attempt to expose the missing esheath+ segment. The tip was also not visualized with fluoroscopy. The patient's vital signs remained stable with no symptoms of a fragment embolization.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings, investigation conclusions and h10 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of difficulty advancing through sheath, distal tip torn and system components separate during use were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step, leading to hdpe damage. Additionally, as no 3mensio imagery was provided, the contributing role of patient factors cannot be determined. Therefore, it is possible that patient factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Non-coaxial alignment (due to user technique) between the devices can lead to the valve struts to catch onto the sheath distal tip, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Available information suggests that improper tip expansion and/or procedural factors (non-coaxial alignment due to user technique) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.